Manufacturer narrative:
Qn#: (B)(4). Teleflex received the device for investigation. The reported complaint of iab tight over guidewire is not confirmed. During functional testing, no resistance or difficulty was noted upon loading the guidewire into either end of the returned iab. The guidewire was able to advance through the central lumen. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) spring wire guide (swg) could not pass through the central cavity. After repeated unsuccessful attempts, a new set was used to complete the treatment. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) spring wire guide (swg) could not pass through the central cavity. After repeated unsuccessful attempts, a new set was used to complete the treatment. There was no report of patient complications, serious injury or death.